Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use the balloon broke inside the patient. Additional information received stated that prior to insertion the user consistently checked the balloon for inflation. After insertion the wedge pressure catheter was in use for more than 15 minutes before the balloon ruptured. The controlled stroke syringe with co2 was used to inflate the balloon. After the balloon burst the catheter was removed, and another wedge pressure catheter was inserted. There was no reported patient death, injury or complications. The patient outcome is ok.

Manufacturer narrative:
(B)(4). Additional information: medwatch received 06 nov 2015: history of orthotopic heart transplant for complex congenital heart disease; here for her routine hemodynamic assessment and biopsies. The catheter was being used for right heart catheterization with inflation of balloon, the balloon ruptured. It was removed intact with no change in the patient's status. Device evaluation:returned for evaluation was a 4fr wedge catheter. The catheter was returned with a 1.0cc syringe attached to the inflation lumen. The 1.0cc syringe is typically supplied with the catheter kit. The recommended volume capacity for the balloon is 0.60cc. The balloon was noted ruptured at the distal tip and is consistent with having been burst from over-inflation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the balloon ruptured is confirmed by visual inspection of the device. The damage is consistent in appearance with bursting from over-inflation; however, the correct syringe was supplied and connected to the inflation lumen. The root cause of the complaint is undetermined.

Event description:
It was reported that while in use the balloon broke inside the patient. Additional information received stated that prior to insertion the user consistently checked the balloon for inflation. After insertion the wedge pressure catheter was in use for more than 15 minutes before the balloon ruptured. The controlled stroke syringe with co2 was used to inflate the balloon. After the balloon burst the catheter was removed, and another wedge pressure catheter was inserted. There was no reported patient death, injury or complications. The patient outcome is ok.